Event description:
Customer complained about sensor reading discrepancies. Customer stated that he often has a difference of about 100 points between sensor glucose readings and blood glucose readings. Customer also complained about wasting sensors due to being damaged by blood at insertion site. Customer also stated that the battery on the monitor guardian is lasting less than a week. Blood glucose level 33 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.